Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation of the device demonstrated out of range shock impedance measurements. The physician elected to invasively evaluate the system, which demonstrated a loose defibrillation setscrew on the header of this device. To date, there have been no reported patient symptoms associated with this clinical observation.